Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Reporter is a j&j employee. The subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the devices were found in the sterile processing department (spd), the connecting screw would not go all the way down in screw insertion handle. The insertion handle was broken. There were no patient status/ outcome / consequences reported. There was no patient involvement. This report involves one (1) helical blade/screw coupling screw. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part 03.037.026-us, lot 62p6751: manufacturing site: bettlach. Release to warehouse date: september 03, 2020. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3, h6: a product investigation was completed: visual analysis of the returned sample revealed that the helical blade coupling screw exhibits signs of normal use. No significant product problem was observed on the surface of the device. A dimensional inspection was performed and met specifications. A functional test to evaluate the reported assembly issues, was performed. The helical blade coupling screw was inserted in the returned helical blade inserter. The devices were threaded without any issues. The complaint condition was not replicated. The current and manufactured to drawing was reviewed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed as the observed condition would not contribute to the complained device issue. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.